Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the preassembled polyaxial screw with no. 7047869: after surgeon tightened the screw inside the pedicle bone, he tried disengage the retaining sleeve and the head screw was completely separated from the pedicle screw. Outside the nurse could join them. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
(B)(4): manufacturing evaluation was conducted. The report indicates that on the screw the m6.5 x 0.75-6h thread is approximately 75% peeled from head with peel missing. The sd25 face has nicks and scratches with heavy visible damage to the form. All described nonconformities are post manufacturing. The m6.5 x 0.75-6h thread, screw spherical diameter and collet internal diameter cannot be measured in the damaged/assembled state. Complaint category "broke during insertion/removal" does not apply to this complaint because the body is designed to be removed and be re-assembled. Complaint is indeterminate from a manufacturing perspective because thread and diameters could not be measured.

Manufacturer narrative:
The product development event evaluation indicated that two 6.0mm titanium matrix polyaxial screw 45mm thread length were returned with complaint category of ¿loose¿ and ¿broke during insertion/removal¿. The matrix polyaxial screw is part of the matrix spine system-degenerative which is a comprehensive thoracolumbar pedicle screw system designed to provide flexibility, biomechanical performance and a total solution to complex posterior pathological challenges. The returned part was manufactured on september, 2013 and is 4 months old. The matrix polyaxial screw was received assembled. The body and collet were assembled correctly. The sd25 face had nicks and scratches with visible damage to the form. A review of the most current edition of the design drawing was performed and there were no changes made to the 6.0mm titanium matrix polyaxial screw 45mm thread length. The design was adequate for its intended use and did not contribute to this complaint condition. This complaint was caused by excessive reduction, compression, distraction, or other manipulation load applied to the head. Therefore, this complaint is invalid from a design perspective.